Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pounds per square inch (psi) gauge cracked open on the foot control device. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gauge was cracked, the elbow to hose was loose and the bottom plate was faded. It was further determined that the cracked gauge was consistent with allowing the gauge to come into contact with a hard surface / object, which was caused by user error. It was further determined that the loose elbow and faded bottom plate was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.